Manufacturer narrative:
Additional information: the lesion location was svg to distal pda. The lesion was non calcified, but was tortuous and in a 20 year old degenerative graft. The lesion was pre-dilated. The inflation device was on neutral. Resistance was encountered on the way to the lesion. Stent dislodgement occurred before deployment. The dislodged stent was safely deployed after migrating to the 6.0 svg to distal pda graft. The physician assessed that there was no issue with the product and that it was a challenging case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a 3.5mm resolute integrity drug eluting stent. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. There were no abnormalities reported in relation to anatomy. It is reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent migrated to a 6.0 graft and the physician safely deployed the stent with a 6.0 balloon with no complications. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.